Event description:
It was reported that a demo unit's interface panel holder broke. No patient involvement reported. (B)(4).

Manufacturer narrative:
The reported user interface holder (panel holder) was investigated by our field service engineer (fse) and the breakage was confirmed. The breakage was also confirmed during the evaluation of the received picture of the broken part provided by our fse. The broken panel holder implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions the reported panel holder broke.

Event description:
(B)(4).